Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming sensor error, calibration error, and change sensor. Customer's blood glucose level was 152 mg/dl. Troubleshooting for calibration error performed. No alerts in the history. Sensor inserted on 06/13/2014 at noon on the left side of the abdomen area. Customer was still in bed when the alarm occurred. Alarm did not occur shortly after performing lost sensor. There weren't any incorrect or delayed blood glucose entries. Customer uses a single meter. No further information reported.